Manufacturer narrative:
If explanted; give date: (n/a) not applicable as the lens remains implanted. (B)(6). Device evaluation: according to the initial report, no product to be returned due to used in surgery. However, photos of the implanted lens were provided and they were evaluated. The alleged white particle could not be identified in the photos. The customer's reported complaint could not be verified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the dfu adequately provides instructions and precautions for the proper use and handling of the product. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician found a white foreign material on the intraocular lens (iol) after implantation in the patient's operative eye. It was noted that there was no patient injury and the lens remains implanted. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).